Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that from the rep's memory the patient had a fall and the clinician said an x ray/ further investigation was required to see if the lead may have been moved or damaged. The device had been turned off and they were able to confirm it had been turned off so it is hard to determine whether the symptoms were caused by the device.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for occipital nerve stimulation. It was reported that the patient was originally implanted in 2006 and received a replacement ins in 2014. The stimulation didn't really relieve symptoms, but everything was fine at first. In 2023, the patient was diagnosed with breast cancer and since then had several medications, injections, breast cancer surgery in 2023, and radiotherapy. The patient turned the ins off before the surgery and was advised not to turn it back on in case they needed another surgery. The patient was now still getting cancer treatment with the next injection scheduled for (B)(6) 2025, but the radiotherapy has stopped. Now the patient's ins was starting to act up. They felt a rumbling feeling over almost the entire body and electric shocks in the back of the neck, more or less where the leads were situated. This was particularly odd because based on previous advice, the patient had not turned on stimulation since 2023. Now every time the patient bends or turns their neck they are in a lot of pain. When checking the ins with the patient programmer, it was confirmed that stimulation was off and that there also was an elective replacement indicator (eri) message. The patient was given an appointment by the hospital for (B)(6) 2026. The patient was advised to call the hospital to see if an earlier appointment was possible, and the patient asked if a manufacturer representative (rep) could help see if there was a possibility to be seen sooner and if the rep would be available to check the ins. It was noted that the patient was scared that the ins was doing damage to them while still dealing with cancer. Additional information was received from the manufacturer representative (rep) reporting that the patient was booked for an appointment on (B)(6) 2026.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3892, implanted: (B)(6) 2006, product type lead; product ID: 3892, serial/lot #: unknown, ubd: unknown, UDI#: unknown, implanted: (B)(6) 2006: product type lead; g2. Foreign: gb medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 7427. Serial# (B)(6). Implanted: (B)(6) 2006: product type implantable neurostimu lator product ID 3892. Serial# unknown implanted: (B)(6) 2006: product type lead product ID 3892. Serial# unknown implanted: (B)(6) 2006: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The impedances were not checked as the ins switched off at that time. The x-ray / neurosurgeon on (B)(6) 2026. It was not known if this was unique to the implant procedure (where applicable) causal or contributory with respect to the medications, injections, breast cancer surgery, and radiotherapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that they saw the patient on (B)(6) 2026 with the nurse and confirmed the stimulator was tuned off, and patient required other investigation with the doctor due to other medical events that occurred.

Event description:
Additional information received from a manufacturer representative. It was reported that an impedance check was performed. It was noted that x-rays were arranged, and the issue was to be reviewed by a neurosurgeon.

Manufacturer narrative:
Continuation of d10: product ID: 3892, serial# unknown, implanted: (B)(6) 2006, product type: lead. Product ID: 3892, serial# unknown, implanted: (B)(6) 2006, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.